Manufacturer narrative:
(B)(4). Eval, results: (inaccurate placement, endoleak), (challenging anatomy which was difficult to visualize and disease progression). Eval, conclusion: (challenging anatomy which was difficult to visualize and disease progression).

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a thoracic dissection that turned into thoracic aortic aneurysm approx 3 months ago. At the time of the initial implantation the vessel morphology was reported as challenging anatomy which was difficult to visualize. The connecting bar was on the inferior curve of the aortic arch. It was reported that the pt continued to have degeneration of the aorta, proximal and distal to the stent graft and there was a proximal type I endoleak (ref MFR 2953200-2011-00385). Currently there is disease progression proximal and distal to the stent graft. The day prior to re-intervention one month ago the physician performed an lsa to the lca bypassed. The physician elected to extend the existing stent graft proximally to treat the proximal type I endoleak with another talent captivia. Three vessels appeared to be coming off the thoracic aorta. During the implantation of the second device the lsa was mistaken for the lca resulting in inaccurate placement of the stent graft with a type I endoleak. After that they realized that the stent graft was inaccurately deployed at the lsa. Another stent graft was deployed at the lca and the type I endoleak was resolved. No add'l clinical sequelae were reported, and the pt is fine.